Event description:
It was reported via repair work order that the side rails were functioning intermittently due to malfunction cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.